Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the machine failed fluid volume accuracy testing. Since the device failed during evaluation, there was no patient involvement.

Manufacturer narrative:
(B)(4). The homechoice device was returned and evaluated by the product analysis lab (pal). A review of the event history log did not reveal any keystrokes, programming, or use related events that indicated and/or contributed to the failure. An external/internal inspection identified corrosion on the digital pcb that was determined to be unrelated to the event. Temperature confirmation testing was performed and the results were found to be within specifications. The device was determined to meet electrical performance specification requirements per rite (returned instrument test evaluation) testing. The device failed rite functional testing as fluid was transferred above the allowable specification range during volumetric accuracy testing. Further inspection identified deterioration of the piston foam and a cracked door piston. Upon conclusion of the investigation, the cause of the failure was due to deteriorated piston foam. The deteriorated piston foam was scrapped, and the device was sent for servicing. Should additional relevant information become available, a follow-up report will be submitted.